Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction code malf 0 with fault ID 0-0x21d6 and malfunction code could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place problematic pump in storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using pre-paid label within 10 days.